Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting the lung tissue in a video-assisted thoracoscopic surgery (vats), the handle can not be fired. To resolve the issue, a new handle was used. There was no patient injury.